Manufacturer narrative:
One 4 lesion nt2000¿ rf generator was received for analysis. Ac power was applied to the rf generator and the system successfully executed the power on self-test with no faults detected. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no display issues were observed. The returned product functioned properly with no hardware abnormalities identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abt specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause of the reported low impedance and subsequent cancellation could not be reproduced.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During the procedure, low impedance values were observed on the generator and the case was cancelled. The generator was replaced with a non-abbott generator, but lesioning was not performed and the case was cancelled. There were no adverse consequences to the patient.